Event description:
The customer reported that a strong odor and haze were coming from the unit when processing load. The customer reported that this has caused for an employee's throat to go dry and made her cough. The employee did not seek medical attention or require treatment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced vacuum pump cap. The fse ran a standard cycle. Machine meets mfg specifications. Results codes: vacuum cap.